Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was revised due to glenosphere being dislodged from baseplate. The locking screw was still screwed into baseplate with no damage to any of the threads. It was stated that the glenosphere were loose. Loosening interface was marked as non-cemented. Affected side: right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient was revised due to glenosphere dislodged from baseplate. Locking screw was still screwed into baseplate with no damage to any of the threads. It was stated that the glenosphere were loose. Loosening interface was marked as non-cemented. The product was not returned to depuy synthes for evaluation. However, based on the observations of the returned glenosphere and liner , it is reasonable to conclude that a disassociation event occurred between the glenosphere and the baseplate due the observed damage on the glenosphere. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the visual examination of the glenosphere and liner condition. Unknown baseplate inhance would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10